Event description:
The sales rep from stryker switzerland, reported the following event. During the implantation of a nail, the surgeon beat on the impactor to implant the nail. The impactor broke.

Manufacturer narrative:
Na